Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. The customer stated that there has been no further issue. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated glu result.

Manufacturer narrative:
The initial MDR 2517506-2018-00027 was filed on 19-jan-2018. Additional information (29-jan-2018): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the sample probe 1 (s1) mixer and verified the operation by running service method testing. A siemens headquarters support center reviewed the event information and concluded that the data is consistent with potential cause being inadequate mixing due to a failing s1 mixer.